Event description:
During colonoscopy/endoscopy, radial jaw forceps in closed position were noted to be 1 mm open. No injury to patient. Scopes subsequently found to have damage to channel. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: biopsy.